Event description:
The tech alleged the bed had intermittent head up function. No injury reported.

Manufacturer narrative:
The tech found the head valve would stick intermittently. The tech replaced the head up valve to resolve the issue.